Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The low glucose alarms did not sound, and the customer was not alerted of changes in glucose level. As a result, the customer experienced a loss of consciousness and was unable to self-treat. A caregiver took the customer to the hospital where a healthcare professional performed various unspecified diagnostic tests and provided unspecified treatment for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Extracted data from the returned sensor using approved software. Visual inspection has been performed on the sensor flag; no failure modes were observed. Sensor state 7 with event code 11and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an intentional non-fatal error introduced by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance. An extended investigation was further performed. Visual inspection performed on the returned de-cased sensor. An internal visual inspection was performed on the sensor¿s pcba (printed circuit board assembly); no issues were observed. The returned battery voltage was measured to be within specification range. The returned sensor was re-programmed to storage state and activated for smu (source measurement unit) testing. Performed an smu (source measurement unit) test to ensure the sensor's electronics were functioning correctly, and the smu test passed testing. The returned sensor was re-programmed to activated with known good reader. After waiting for few minutes, the known good reader was connected to approved software and command was sent and first 5 ble packets were received, indicating that the bluetooth alarm signals sent to the sensor were the same alarm signals sent back to the reader. This determines that there were no alarm signal issues. Therefore, this issue is not confirmed. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.